Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid via an implantable pump for non-malignant pain. Regarding the concentration and dose rate of dilaudid, it was described as being ¿10¿ but the reporter was not sure. It was reported the patient¿s pump was laying on a nerve. The date of the event was unknown. Because the pump was laying on a nerve it was therefore repositioned and replaced from their right hip to her stomach on (B)(6) 2019. No further patient complications have been reported as a result of this event.